Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The caller stated that the customer's insulin pump was not functioning properly. Every time they tired rewinding the device it would seem unresponsive. They would press a button, hear the device make a faint sound, but it wasn't doing anything. After trying a few times, they would be able to rewind the device. The caller also stated that the customer had unusually high blood glucose level since the issue with the insulin pump had started. The called did not want to troubleshoot the device; they just wanted to replace it. The customer's blood glucose was 17.0 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)